Event description:
It was reported that the patient presented in clinic for an initial implant procedure on (B)(6) 2024. It was noted the implantable cardioverter defibrillator (ICD) was found in backup mode (bvvi) in the box. There were no consequences to the patient. The ICD was not used, and a new ICD was successfully implanted. The patient was stable throughout the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported field event of unexpected reset was confirmed. Upon receipt, the device was above eri and in backup vvi (bvvi). Analysis of device image found the device went into backup mode due to a parity error. After the device was restored from the backup mode, functional testing was performed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. The backup operation could not be reproduced. The cause of the reported event could not be determined.